Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. A review of x-rays contributed no additional information. It was reported that the surgeon did not use reduction instrumentation. Clamping force on the rod decreases with increased resistance to the set screw as a result of reducing the rod without reduction instrumentation. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. Insitu.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible set screw backout. The patient reportedly had a set screw backout approximately 6 months post-op. The patient has not been revised.